Event description:
A malfunction on the pump was reported by the caller, who noted no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer independently reset the pump and resumed insulin delivery without requiring additional actions from technical support at this time.